Event description:
It was reported that during sicd implant procedure defibrillation threshold testing was successful but the shock impedance was high but within range. The following day, the electrode was revised and placed deeper. This revision procedure normalized the shock impedances of the system. No additional adverse events were reported.